Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. Three days later a new lead was implanted instead. No additional adverse patient effects were reported.